Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted due to pop and sui. It was reported that following insertion the patient experienced pain, urinary problems, dyspareunia. It was reported that patient underwent transurethral resection of bladder tumors due to bladder neck papillomas.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent anterior and paravaginal repair w/xenoform graft, bilateral sacralspinous ligament suspension, diagnostic laparoscopy, left salpingo-oophorectomy due to third degree cystocele, enterocele, paravaginal defect and chronic pelvic pain w/left ovarian cyst.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
.